Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to exhibiting noise, impedance issues, brady pacing rate not as expected, and high pacing thresholds. A different lv lead of the same model was implanted successfully. No adverse patient effects were reported. This lv lead has been received for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside of the bounds of normal medical use.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to exhibiting noise, impedance issues, brady pacing rate not as expected, and high pacing thresholds. A different lv lead of the same model was implanted successfully. No adverse patient effects were reported. This lv lead has been received for analysis. The product investigation determined that the "no problem detected" investigation conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device anomaly outside of the bounds of normal medical use.